Event description:
It was reported that during the attempted implant of the right ventricular (rv) lead, the helix took an unusual amount of rotations to deploy and retract upon positioning and repositioning. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted that the helix would not extend due to drive shaft lug stuck behind the retraction stop. Over-retracted. If information is provided in the future, a supplemental report will be issued.